Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd solomed syringe leakage occurred from a crack. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: a market complaint was received through service 202217532, where the customer reports that, when aspirating the product, he found that the syringe had a crack. As a result, the liquid leaked, making it impossible to use the product. The customer did not provide the syringe samples, only the photo.

Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon visual evaluation, cracked barrel is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident is associated with tangling of the syringes in the assembly equipment, which has a feeding process through disks. Several changes have already been implemented in the lines to reduce this type of occurrence in the equipment, adjustments were made to the transfer disks due to possible entanglements, which exceeded the torque limit of the coupling in the equipment, however, opportunities for improvement were identified, which will be allocated to the syringe assembly machine for synchronism and to the assembly machine of the safety device, which identified points that could make it difficult to transfer the syringes in the machines in the system for transporting.

Event description:
It was reported while using bd solomed syringe leakage occurred from a crack. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: a market complaint was received through service (B)(4), where the customer reports that, when aspirating the product, he found that the syringe had a crack. As a result, the liquid leaked, making it impossible to use the product. The customer did not provide the syringe samples, only the photo.